Manufacturer narrative:
The stent delivery system (sds) was received for analysis. The stent was detached from the delivery system and was received for analysis. The stent length was measured with a calibrated ruler and is not within specification. A visual and microscopic examination found that the stent struts were compressed and misaligned at the proximal end of the stent. It was also noted that the stent struts were raised at the distal end of the stent. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The investigator noted that all the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. The balloon material was found to have the stent impressions on its surface indicating that the stent was crimped in the correct location during manufacturing. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25x16mm promus element¿ stent was advanced the previously implanted non-specific stent and resistance was encountered during crossing. When the physician positioned the device by moving forward and backward, the stent was dislodged in the mid lad. The dislodged stent was then removed directly from the patient and the procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25x16mm promus element stent was advanced the previously implanted non-specific stent and resistance was encountered during crossing. When the physician positioned the device by moving forward and backward, the stent was dislodged in the mid lad. The dislodged stent was then removed directly from the patient and the procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.